Event description:
Procedure: lobectomy. According to the reporter: on the second firing, clamp cover would not retract though black return knob was pulled back. The surgeon removed it by force. Another device was used. Scrub nurse confirmed that opening/closing were fine when loading cartridge. There was no damage to the tissue. Case extended about 30 minutes. There was no patient injury reported.